Event description:
It was reported that the patient was unable to make adjustments on their implantable neurostimulator (ins) using the programmer unit (both with and without the antenna accessory attached). It was noted that the patient had the ins turned off for a surgical procedure and now it was not connecting. Additional information received 1 day later confirmed that they could not connect the programmer to the ins with or without the antenna attached and that the batteries in the unit were good. Further information received 2 days later reported that the patient did receive their new programmer but was still unable to communicate with their ins (again with or without the antenna attached). It was confirmed that the patient had surgery and ¿asked them to turn my device off and since I got home I can¿t get it to go¿. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# v288851, implanted: 2009 (B)(6); product type lead. (B)(4). Analysis of the returned programmer model 3037, serial #(B)(4), showed no anomalies.